Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error 2 years ago. The customer also indicated that she has been in the hospital twice in the past 2 years for diabetic ketoacidosis. The last time in the hospital was (B)(6) 2015 when the customer had blood glucose of 300 mg/dl. The customer indicated that the button error has been an ongoing issue and that she is working with her insurance to get this resolved. Troubleshooting ended at this point.